Manufacturer narrative:
Qc prior to the event was within the lab's established ranges. Qc run after the low recovery was noticed was low. The system was recalibrated and qc was acceptable. Ise (ion-selective electrode) health check testing passed specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 600 pro synchron clinical system which were reported outside of the laboratory. When the trend was noticed, the system was recalibrated and samples were rerun. The results were higher and the reports were amended. The results provided by the customer are shown. There was no death, injury or change to patient treatment attributed to or connected with this event.